Manufacturer narrative:
An abnormal reaction was observed in the reaction monitor data provided for the initial result. For the repeat result, a normal reaction was observed. A general reagent issue is not suspected, as calibration and qc were acceptable. The investigation determined the event was consistent with preanalytical handling issues.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The alarm trace showed several "abnormal aspiration" alarms. The field service representative replaced the probe and performed adjustments. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin total gen.3 results for 1 patient on a cobas c 303 analytical unit. The initial result was 0.391 mg/dl. The physician questioned the result as it did not correlate with the patient's clinical picture. The repeated results were 11.1 mg/dl and 11.2 mg/dl.